Manufacturer narrative:
This report is submitted on april 9, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 10, 2024.